Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 400 mg/dl at the time of incident. Customer¿s current blood glucose was 428 mg/dl. Customer treated with insulin pump and syringes for high blood glucose. Customer also stated that the insulin pump had an under delivering alarm. Customer was alleging the insulin pump because the insulin pump was not delivering and was not filling the line. Customer also stated that the reservoir had a leak. Customer stated that the leak was occurred in p-cap. The insulin pump will not return for the analysis. The reservoir will return for the analysis.